Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 30 mg/dl and dizziness. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional customer or event information was provided. Pump data review by tandem clinical support confirmed the pump was functioning as intended.